Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received inappropriate shock therapies due to double counting of far-field sensing. It was noted that the lead had dislodged and was repositioned.